Manufacturer narrative:
The brand name (d1), the type of the device and the serial number have been corrected. Summary of the investigation: expertise file analysis confirmed the reported behavior: if during the interrogation of the implant for a remote transmission, the patient presents an episode of any kind (arrhythmia, av block, etc¿) recorded by the pacemaker, the inductive monitor will detect that the content of the memories have changed. The monitor will automatically restart the implant's interrogation, leading to a data corruption (software number and rom mask) in the inductive monitor memory. The behavior is induced by an inductive monitor software issue. Therefore, when receiving a transmission from the monitor, the back-office cannot decode the data: the physician will be notified of the transmission but no report will be available. A correction of this corruption in the inductive monitor memory will be implemented in the next inductive monitor software version.

Event description:
Reportedly, an issue was observed with a software component (boa) that should translate the reports into legible documents for the user.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an issue was observed with a software component (boa) that should translate the reports into legible documents for the user.